Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor position encoder error. Customer's blood glucose was unknown mg/dl. The customer's mother stated that everything was deleted on the pump. The customer has been on back up plan since then. The customer was advised that we are sending request to local for a pump replacement. The customer's mother was unable to fully troubleshoot for the patient is not there at time of call.

Manufacturer narrative:
No unexpected motor error alarms or reset anomalies noted during testing. The pump had multiple alarms in alarm history screen due to a corrupted history file. Unable to confirm other error alarms in the alarm history screen due to the alarms. The pump was received with unexpected no reservoir alarms and no delivery alarms during displacement test. The pump also had constant motion sensor alarms during rewind due to an out of phase motor encoder signal. Unable to perform error, rewind, basic occlusion, prime, occlusion or excessive no delivery tests due to the unexpected no reservoir, no delivery and motion sensor alarms during testing. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and scratches on the reservoir tube window.